Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the deice was operating intermittently. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.